Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for lumbar radiculopathy. It was reported that the patient had their implantable neurostimulator (ins) removed in 2017 because ¿something went wrong¿ and they thought something was ¿leaking¿. The patient also reported that he started experiencing a 103-105-degree temperature for over a month and had irritation at the incision site. Doctors performed blood tests but couldn't find anything wrong. It was then decided that the device would be removed and in result, the irritation and fevers went away. There were no further complications reported or anticipated.